Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-02803 and 3005099803-2010-02805. It was reported to boston scientific corporation on (B)(6), 2010 that three resolution clip devices were used to treat a postpolypectomy bleed (2cm polyp removed) in the rectum during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the first clip was deployed successfully, however when they went to use a second clip, the clip opened and deployed at the same time. This happened with a total of three clips. The procedure was successfully completed with the first clip and no additional clips were placed. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-02803 and 3005099803-2010-02805. It was reported to boston scientific corporation on may 25, 2010 that three resolution clip devices were used to treat a postpolypectomy bleed (2cm polyp removed) in the rectum during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the first clip was deployed successfully, however when they went to use a second clip, the clip opened and deployed at the same time. This happened with a total of three clips. The procedure was successfully completed with the first clip and no additional clips were placed. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-02803 and 3005099803-2010-02805. It was reported to boston scientific corporation on (B)(6), 2010 that three resolution clip devices were used to treat a postpolypectomy bleed (2cm polyp removed) in the rectum during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the first clip was deployed successfully, however when they went to use a second clip, the clip opened and deployed at the same time. This happened with a total of three clips. The procedure was successfully completed with the first clip and no additional clips were placed. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The lot number for the complaint device was received. The device manufacture and expiration dates have been updated. (B)(4): the complainant initially reported that the device was disposed and will not be returned for evaluation. The complaint device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and returned with the device. It was noticed that the prongs on the clip assembly were bent backwards and the control wire was separated per design. It could not be confirmed that the device would not open/close, as the clip assembly was fully deployed from the delivery catheter. It is likely that the bent prongs are a result of anatomical/procedural factors encountered during the procedure, therefore the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the device manufacture and expiration dates are unknown. Jaws would not close. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.